Event description:
In 2004, the destination therapy pt was implanted with a vented electric left ventricular assist (lvad). It was reported by the vad coord that the pt was having frequent low beat rates and high current advisory alarms. At the time of the alarms, the pt had been resting, sitting in chair, and ambulating. The vad coord decided to obtain waveforms and send them into the MFR for analysis. Later that day when the pt was asleep, his telephohe had rung and then he had heard a grinding sound coming from his pump, which was followed by low beat rate and high current advisory alarms. Hand pumping was initiated and the pt was changed over to a pneumatic drive console. The pt remains on pneumatic support while being stablized for a pump exhange.